Event description:
Patient reported the infusion set cannulas leak insulin from the "root." The infusion sets were requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint describing a leaky head set cannot be verified due to mishandling of the product by the customer. The six used returned samples were visually inspected and tested for flow and tightness. All samples were used but the guidance needle was back insert in all of them. One of the cannulas has a leakage at the beginning of the soft cannula. This is caused from the restore of the guidance needle of the customer. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.